Event description:
Subsequent to the initial medwatch report filing, additional information received reported that the first acculink stent that was placed was a 7-10/40 acculink stent. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the right common and internal carotid artery with heavy tortuosity and heavy calcification. Two stents were planned to be implanted. Pre-dilatation was performed and the first 10/40 acculink self expanding stent system (sess) was advanced to the lesion. During deployment, the stent jumped distally, and only covered half of the target lesion. The second 10/40 acculink sess was advanced, but could not cross to the lesion. Additional dilatation was performed and the 10x40 xact sess was advanced. The stent was deployed successfully; however, during an attempt to remove the sess, resistance was noted with the deployed stent. Multiple attempts were made to dial back the sess, but the device could not be removed. The sess was then dialed back until the shaft separated. The device was removed; however, the nose cone and 2 inches of the sess remained on the wire. Post-dilatation was performed, and the separated portion of the sess was removed with the filter. There was a reported delay in the procedure; however, the patient had a good final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The xact stent is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.